Event description:
Patient called lfs and alleged that the meter was reading inaccurately high. The patient was comparing their meter to another meter, which is an invalid comparison.the patient's meter results were 137 and 146 mg/dl. The other meter read 154 mg/dl. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and applying the blood were done correctly. The patient performed two control solution tests, which failed. New test strips are being sent to the patient. No further information has been reported.